Manufacturer narrative:
Concomitant medical products- model: 6935m55, lead; implanted: (B)(6) 2013. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). Analysis of the device memory indicated the charge circuit timeout alert. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and noise. This resulted in the patient receiving inappropriate therapies. Additionally, the implantable cardioverter defibrillator (ICD) had triggered a charge circuit timeout alert. Reprogramming was completed, and the ICD was extracted and replaced while the lead remains in use. No further patient complications have been reported as a result of this event.